Manufacturer narrative:
The referenced previous pump exchange and infection were reported under MFR report number 2916596-2017-00927. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 10 months, 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was placed in hospice care due to a chronic infection and expired on (B)(6) 2018. The patient most likely had a pump pocket infection, however there were no autopsy results to confirm a cause of death. It was reported that the patient had a previous pump exchange and was never able to clear the infection. The pump operated as expected. No further information was provided.